Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. The fse worked with the customer over the phone and verified bubbles in the wash pump. The customer noted fluid was seeping from between the acrylic valve block and the wash valve motor. The fse replaced the entire fluid manifold and performed a preventative maintenance procedure. After the repairs had been completed, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was a hardware malfunction of the fluidics manifold.

Event description:
The customer reported obtaining elevated, non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for one (1) patient. The initial result obtained was above the assay's normal reference range. The elevated access accutni+3 sample for the patient was repeated on the same access 2 immunoassay system and erratic results, all above the assay's normal reference range, were obtained. The patient was drawn again and the second sample tested in duplicate generated elevated non-reproducible access accutni+3 results, above the assay's normal reference range. The first sample for the patient was then repeated at an alternate location, on an access 2 immunoassay system, serial number unknown, and lower, above the assay's normal reference range, was obtained. Quality control (qc), calibration and system check were performing within assay and instrument specifications prior to the event. A precision test after the event failed to meet assay specifications. The patient's samples were collected in serum separating tubes and were centrifuged for five (5) minutes at 3500 rpm (revolutions per minute). No issues with sample integrity were noted by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.